Event description:
In 2009, the pt reported that the up adn down buttons of her infusion device did not function when she attempted to bolus for dinner tonight. It was confirmed during the report that the up and down buttons did not function and the infusion device did not beep or vibrate when the buttons were pressed. She stated that the infusion device has not been dropped or exposed to wear. She stated that her blood glucose was elevated to 422 mg/dl tonight 3 hours after eating and she is unsure if the bolus she programmed was delivered or if she incorrectly calculated the carbohydrates for the meal. The bolus history listed the 4 units bolus she programmed. Her normal blood glucose range is 80-150 mg/dl. She stated that she changes her infusion site every 2-3 days and she does not change the infusion tubing until an e4 is displayed on the infusion device. She was advised to change the infusion tubing every 6 days. The pt was not experiencing elevated blood glucose at the time of the event. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.